Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical devices: vedr01 ipg implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted, replaced and returned to the manufacturer. Upon analysis, the lead tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.